Manufacturer narrative:
The reported events of "the lead looked torqued or slightly bent in shape that wouldn¿t allow a stylet to pass through to position it correctly" were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the found twisted outer insulation along entire length of the lead. X-ray examination of the lead found overtorqued of the inner coil consistent with the procedural damage. The stylet insertion test could not be performed due to the as received condition of the inner coil. The cause of the reported events was isolated to twisted of the outer insulation and overtorqued inner coil in the connector region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implantable cardioverter defibrillator system implant. Upon implant of the right atrial lead, it was observed there was difficulty placing the lead and launching the helix. The lead was removed, and upon observation of the lead, lead looked torqued or slightly bent in shape that wouldn't allow a stylet to pass through to position it correctly. A new lead was used to complete the procedure. The patient has been discharged from the hospital.